Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. Customer's blood glucose was unknown at the time of incident. During the frozen display troubleshooting, it was confirmed that the time was not advancing. Customer also mentioned that he called back with frozen display after installing a new battery for previous frozen display issue. Customer also mentioned to have received a button error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.